Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that refrigerator bin 4.2 was not registered as closed, which caused difficulties for the user in accessing the refrigerator in the ICU area. A field service engineer replaced the irac board and also reseated all connections in the refrigerator to resolve the issue. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator failed, which hindered users from accessing medications for a patient. The customer stated that the refrigerator experienced an issue with a drawer that prevented user access. During the recovery process, the system falsely indicated that the drawer had been unlocked and opened by the user, displaying the available space for the contents of that drawer. As a result, the entire refrigerator became inaccessible. The user attempted to resolve the issue by completely shutting down both the pyxis and the refrigerator, followed by a reboot; however, the problem persisted. The customer indicated that there was a delay in dispensing medication to a patient, although they were able to get medications from the pharmacy until the refrigerator was restored to service. There were no adverse events or injuries reported based on this event.